Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician alleged rv lead fracture, although it was not confirmed visually or with diagnostic imaging. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.